Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device entered back-up vvi mode due to an MRI scan. A firmware download was performed and normal device settings were restored. The patient was stable.